Manufacturer narrative:
The customer is misusing this item. It's not intended to be used to prevent biting or damage from a bite. The intent is to aid in protecting teeth from external forces applied during intubation. There are no ccs issued for this defect within the last 2 years, the last and only incident is from 2016. Ra: there is no RMA for this product, one has been requested from the regulatory group.

Event description:
Customer alleges that an "that while using the mouth guard a tooth was chipped."

Manufacturer narrative:
A follow-up MDR will be submitted once the investigation is complete.

Event description:
Customer alleges that an "that while using the mouth guard a tooth was chipped."